Event description:
Additional information received reported the incision looked swelled up.

Event description:
It was reported that pump was replaced due to a pump pocket infection. It was first reported that incision over the pump location was 'getting wider' and was bright red with blisters 'like abscesses.' The patient was taken to the hospital; however, the patient was on vacation and was not near the managing physician. It was later reported that the pump was urgently replaced on (B)(6) 2012. The new pump was filled with drug and was programmed to infuse at 1/6th the previous rate. The reporter stated that they needed help getting the patient stable, and also reported the patient was currently fine. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005-, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).